Event description:
It was reported that an ilet pump became unresponsive after the user awoke and noted the mobile app showed the device disconnected; the pump battery appeared depleted, the screen did not power on, and there was no haptic response despite prolonged presses of the sleep/wake button while on a charger showing a solid green light, with no signs of physical damage; the device was replaced after troubleshooting and education were completed. Symptoms included no alerts or alarms and no reported impact on blood glucose. Outcomes included continued therapy via replacement without medical intervention or hospitalization. Investigation included customer-guided troubleshooting, review of device behavior while charging, and receipt and inspection of the returned device. Investigation of this device revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage affecting the touchscreen function. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.